Event description:
A surgeon reported that during a laser assisted cataract procedure, the primary incision and two arcuates in a lens hybrid pattern were performed. A blue stain was used and per the surgeon, the capsulotomy was free floating and visualization of all 360 degrees of the lens was poor. After the phaco portion of the procedure, the surgeon noticed a "rent" in the capsule. The surgeon is unclear when the "rent" occurred. A three piece intraocular lens was placed in the sulcus to complete the procedure with no further harm to the patient. Additional information provided states that the surgeon feels that the free floating capsulotomy made her nervous to adequately hydrodissect the lens and that the capsule was less resilient resulting in the "rent".

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).